Event description:
The reporter stated the surgeon inserted a aa4203tl toric optic silicone single piece iol. Piece of the lens tore off upon insertion into the eye. There was a small capsule tear. Not sure at what point the capsule tore. No vitrectomy was performed. The iol was cut to remove from eye. The surgeon decided to implant a different non-staar lens because he felt the lose of integrity would not hold the staar lens. One suture was used to close the wound. Pt is doing well.

Manufacturer narrative:
(B)(4): method: lens work order search, results: a visual inspection of the returned product found the lens cut in half lengthwise. Piece of one plate haptic is torn off and missing. There was evidence of clear surgical residue on product. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history, work order search and the eval of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Results: device history review - after a review of the device history record, it has been determined that nothing in the manufacturing process contributed to the root cause of the complaint. Since all lenses are 100% inspected, it is unlikely that a torn lens would have passed through the final inspection unnoticed. Conclusions: (no conclusion can be drawn). Based on the complaint history, work order search, device history review and the evaluation of the returned product, a specific root cause of the event could not be determined.

Manufacturer narrative:
Medical review: reportedly a piece of haptic was torn off the optic during iol (toric optic silicone single piece) insertion requiring intraoperative lens removal. Capsular tear, due to unidentified cause, was observed but no vitrectomy was performed. A competitor`s iol was successfully implanted. No reported postoperative sequelae. It is very likely that posterior capsular damage had occurred during the phacoemulsification (before lens insertion) but was not identified until the surgeon tried to place the iol. Per dfu warnings:" this iol should not be implanted if the posterior capsule is ruptured or if a primary capsulotomy is to be performed." Given all this information it is very likely that user error (surgeon`s technique) could have caused/contributed to the event. Conclusions: based on the complaint history, work order search, device history review and medical review, a specific root cause of this event could not be determined.